Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prof received some new custom made instrumentation yesterday. Prior to clinical use he inspected the kit and it¿s assembly with other parts of the instrument system. No patients were involved as the inspection was carried out in his office. He reported difficulty fully assembling two part of the new instrument kit with one part of the existing set.

Manufacturer narrative:
Product complaint # ==> (B)(4) information was received indicating that "following further communication with the surgeon the 254400512 device was replaced with a new one from stock, this completely resolved the assembly issue with the other mating parts..based on this, there is evidence that none of the igb0664 or igb0665 instruments are the origin of this issue." 254400512 device has been reported under 1818910-2022-09682. Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency. Further updates will only be provided if additional information is received that changes the regulatory determination. H6